Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump battery was not holding charge. Customer's blood glucose was 300 mg/dl. Although multiple attempts were made by tandem technical support to confirm battery issue after customer had fully charged it, customer did not reply.